Event description:
It was reported that left ventricular (lv) became dislodged, with it presenting a lack of capture as result, with the dislodgment confirmed by fluoroscopy. The lead was surgically explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that left ventricular (lv) has been dislodged. The lead was surgically explanted and replaced. No additional adverse patient effects were reported.